Event description:
It was reported that the handpiece began leaking an oil substance during a surgical procedure. The substance did not come into contact with the patient. The procedure was completed successfully with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device leaking an oil substance during usage could not be duplicated. Service did a clean, lube, and adjust to the device, and any necessary maintenance or repairs were completed. A follow-up report will be submitted if the final results of the quality investigation require one.